Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was over 500 mg/dl. Customer stated that the drive support cap on the insulin pump was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a loose drive support disk. Device passed the displacement test. A33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime or a33 test and excessive no delivery test due to a33 alarm during basic occlusion test. (B)(4).